Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, visual and functional inspection revealed an audible leak could be heard at the tubing and cuff adapter junction. The cuff was then submerged underwater to reveal the leak source visually. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause(s) are: the ptc being mishandled including damage due to shipping/storage; and/or broken during use. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time; and avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories; prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large; secure the cuff fasteners to ensure that the cuff stays in place during the procedure; if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions; and inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery.   The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tourniquet cuff was not functioning properly. There was no patient injury, or extended procedure time reported. Complainant is not aware of any medical intervention. These are commonly used devices that are readily available.